Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 3.00x20mm synergy¿ stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the edge of the proximal part of the mounted stent was found to be lifted. The procedure was completed with a 3.0x2mm non-bsc device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device was evaluated by MFR.: synergy mr, ous, 3.0 x 20mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent proximal stent struts overlapping, bunched and pulled in a distal direction. No damage to the distal end of the stent. The undamaged stent od (outer diameter) measured and was within the maximum crimped stent specification, indicating that there were no issues with the crimp stent profile. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other damage noted during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 3.00x20mm synergy stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the edge of the proximal part of the mounted stent was found to be lifted. The procedure was completed with a 3.0x2mm non-bsc device. No patient complications were reported and patient's status was stable.